Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's routine visit, the ICD exhibited a high voltage output alert. Upon investigation, it was determined the alert correlated with multiple inappropriate shocks delivered during electrocautery in the year 2013. Subsequently, the patient received an appropriate conversion after a real vf episode. The alert was cleared and device settings were restored. The patient's condition was reportedly good.